Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 07/01/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of it having logged alarms due to low inspiratory pressure was confirmed. In addition, ventec observed that the device had logged alarms due to low breath rate delivery. Ventec observed that the reporter, an authorized third party servicer (asp), had the device customer therapy setting still set to ventec "burn in" settings. With ventec "burn in" settings, the device would need to be connected to an artificial lung with an induced leak, and the leak monitor displayed needed to be between 13 and 22 lpm. When running the device on the technician bench using an artificial lung with an induced leak, and the device leak monitor at 18lpm, the device did not alarm, and the patient trigger was at 0%. When the device was run with "burn in" settings, while connected to an artificial lung with no induced leak, the device would alarm for low inspiratory pressure and low breath rate. Running the device with "burn in" settings on an artificial lung with an induced leak and leak monitor between 13lpm and 22lpm resolved the alarms. After changing to the appropriate ventec test settings, using a test lung with no induced leak, the alarms were resolved. The investigation determined that the cause of the reported issue was operator error, due to the asp not using appropriate test settings.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating had logged multiple alarms due to low inspiratory pressure. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.